Manufacturer narrative:
Correction: e1, e2, and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the event occurred due to a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the switches of the main board at the back panel are not working intermittently due to a faulty main board, the lines coming in the image are due to a broken receptacle unit, the composite connector on the rear panel found damage, dust inside the unit need to clean, corrosion on the rear panel, and a crack on the power switch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the switches of the main board at the back panel are not working intermittently during reprocessing. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.